Event description:
New information received reported that no programming changes were made and the patient was stable throughout.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow up. Review of an electrogram found that the implantable cardioverter defibrillator exhibited a diagnostics issue. The algorithm was reporting a lead noise problem when there was no problem. No intervention was performed and no further information was available.